Manufacturer narrative:
H3. No analysis was performed for: ins (s/n: (B)(6)), lead (lot#: va0yq23), lead (lot#: va0yq23), extension (s/n: (B)(6)), extension (s/n: (B)(6)), burr hole cap (lot#: unknown), and burr hole ring (lot#: unknown), due to the devices being non-analyzable medical issue (infection). The distal segment of the extension and the proximal end of the lead were not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the devices were returned due to infection. The patient recovered without injury.

Manufacturer narrative:
D11: section d information references the main component of the system. Other relevant device(s) are: product ID 3389s-40 lot# va0yq23 serial# implanted: explanted: product type lead product ID 3708660 lot# serial# -(B)(6) implanted: 2019--(B)(6) explanted: product type extension product ID 3708660 lot# serial# -(B)(6) implanted: 2019--(B)(6) explanted: 2020--(B)(6) product type extension product ID neu_burrholecap lot# unknown serial# implanted: explanted: product type accessory product ID neu_burrholering lot# unknown serial# implanted: explanted: product type accessory product ID 3389s-40 lot# va0yq23 serial# implanted: 2015-(B)(6) explanted: product type lead h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #:(B)(4), ubd: 25-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was seen by neurosurgery due to a "bump" on the lead and sensation of lead pulling. They found the right lead had completely disconnected from the extension and some fluid potentially but not clearly infected. There were no reported env ironmental/ external/ patient factors that may have led or contributed to the issue. The patient had an office visit on (B)(6) 2020 to inspect the issue. The issue has not been resolved and surgery is scheduled for (B)(6) 2020.